Manufacturer narrative:
The glidescope spectrum lopro s4, single use 2.0 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned single use blade and confirmed the reported no image issue. The root cause could not be determined. The glidescope spectrum lopro s4, single use 2.0 was scrapped without replacement. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum lopro s4 single use 2.0, the blade produced a green/blurry picture. The monitor was restarted and the problem persisted. Once the laryngoscope was replaced, the problem was resolved. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.